Event description:
The customer reported a pt became unresponsive and required intervention after receiving dilaudid. The intended programming was 0.5 mg basal with a 0.3 mg pca dose every 10 minutes with a lock out of 6 mg in 4 hours. The syringe concentration was 0.2 mg/ml with a total syringe volume of 30 mls. Pca was started on (B)(6) 2013 at 15:15. The pt tolerated the medication well until (B)(6) 2013 at 07:10 when the pt became unresponsive and required narcan. Although the customer does not allege a device malfunction, they have requested a log review to provide programming info and the number of pca doses that were requested and delivered. The customer is also interested in knowing the history for checking settings. No further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been rec'd and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.